Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument should have been inspected prior to use but it was unknown which case the instrument is from. The surgical task being performed was decontamination. It is unsure if the instrument collided with any other instrument or tool during the procedure. There was one cable visibly protruding from the distal end of the instrument. The instrument was shipped to isi. No photographic images of the device(s) or a video recording of the procedure are available for isi review. It was stated unknown why the type of issue was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation not reported by site: the instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The complaint was confirmed by failure analysis.